Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed displacement test, self test and active current measurement. However, insulin pump failed sleep current measurement and long trace displays charge, battery lasts less than expected, problem isolated to electronic assemblies. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer did received low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.